Manufacturer narrative:
(B)(4). The ge service rep verified the issue and tested the storage batteries. One of the batteries dropped to 5vdc when the load is present. He replaced the batteries, performed a filament calibration, then verified the system operation. The system operates as intended.

Event description:
The customer reported a charger failed and low ma error messages displayed on the c-arm. No pt injury was reported.